Event description:
It was reported that the lead impedance measured out of range and the patient notifier vibrated. High impedance measurements were noted before the patient notifier vibrated. No further information about the intervention and the patient condition could be obtained.